Manufacturer narrative:
Concomitant medical products: product ID: 439888 lead, implanted: (B)(6) 2019; product ID: w4tr01 ipg, implanted: (B)(6) 2019; product ID: 5076-58 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure no thresholds or sensing were obtained secondary to a recent atrial maze procedure. The following day, a remote transmission showed atrial lead sensing in refractory with possible loss of capture. In addition, the atrial lead triggered an alert for low impedance. The outputs were adjusted to obtain appropriate pacing and capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.